Manufacturer narrative:
Dippel, e., md, shammas, n., md, takes, v., coyne, l., & lemke, j. (2006). Twelve month results of percutaneous endovascular reconstruction for chronically occluded superficial femoral arteries:a quality of life assessment. The journal of invasive cardiology, 18 (7), 316-321. This article was found during a recent clinical evaluation review/literature search of this device. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The devices are smart stent but the catalog and lot numbers are not available. As noted in the publication; reported three patients post smart stent implantation had post-procedure access site bleeding that required transfusion. The intended procedure was percutaneous revascularization for superficial femoral artery (sfa) chronic total occlusion (cto). The stent diameter was oversized by 1-2 mm greater than the target reference vessel lumen, and post-dilation was performed with an unknown balloon diameter equal to the reference vessel lumen by visual estimate. The device was not returned for analysis. Device history record (DHR) review could not be performed since complaint lot is unknown. The reported ¿vascular access site bleeding¿ could not be confirmed due to the nature of the event and procedural films not being received. The exact cause could not be determined. Post-procedure access site bleeding is likely a result of access site management and/or anticoagulation therapy management. As per warnings in the instructions for use (IFU), which is not intended as a mitigation, ¿before insertion of the primary dilatation catheter, the appropriate antiplatelet and anticoagulant therapy should be administered.¿ without a lot number to conduct a product history record review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As noted in the publication by dippel. E., shammas, n., takes, v., coyne, l., lemke. J. (2006). Twelve-month results of percutaneous endovascular reconstruction for chronically occluded superficial femoral arteries: a quality-of-life assessment. The journal of invasive cardiology. 18 (7). P.316-21; report three patients post smart stent implantation had post-procedure access site bleeding that required transfusion. The intended procedure was percutaneous revascularization for superficial femoral artery (sfa) chronic total occlusion (cto). The stent diameter was oversized by 1-2 mm greater than the target reference vessel lumen, and post-dilation was performed with an unknown balloon diameter equal to the reference vessel lumen by visual estimate.